Manufacturer narrative:
(B)(4). For complaint related to the same patient and event see MDR #3010532612-2019-00303 and (B)(4).

Event description:
It was reported by the rn that the battery on the intra-aortic balloon pump (iabp) would not work on the pump. It is functioning fine while plugged in, and they will not have to use battery. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). For complaint related to the same patient and event see MDR #3010532612-2019-00303 and tc #(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iabp does not operate on battery power is not able to be confirmed. It was noted that the hospital stated the pump "has not been used in years". It is recommended that the iabp remains plugged in to maintain proper battery function. The root cause of the complaint is undetermined. Note: per operator's manual "the battery should be maintained at full charge whenever possible. Arrow international recommends that the ac3 series iabp be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state." A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the rn that the battery on the intra-aortic balloon pump (iabp) would not work on the pump. It is functioning fine while plugged in, and they will not have to use battery. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.